Manufacturer narrative:
The reason for this revision surgery was due to an infection. The date of the original surgery is unknown, therefore the in-vivo length of service can not be determined. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. The invoice with the part and lot number of the device involved in this event was not provided. To adequately investigate this event, the part and/or lot number(s) are necessary. In addition to the lot and/or part number not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. The root cause of this complaint was a revision surgery due to an infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. With the limited information provided about the patient and the devices removed during the revision surgery, it is impossible to determine the source of the infection. Containment based on the information submitted with this complaint it is not possible.

Event description:
Revision surgery - due to the patient having an infection. The surgeon replaced the poly and humeral condyles for a poly revision.